Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. A system check and supply change was performed, however the issue persisted. There was no reported impact to the customer's blood glucose level. Further information regarding the patient or event was not provided.